Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer changed their infusion set to resolve the occlusion alarm. The customer's blood glucose (bg) level was 270mg/dl and a correction bolus was delivered to address the bg level. Reportedly, the cartridge had been in use for 4 days. Tandem technical support informed the customer that per labeling the cartridge should be changed every 48 hours and advised the customer to change their cartridge. As the occlusion alarm had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusion.